Event description:
It was reported that healthcare provider (hcp) at the request of the hospital called the manufacturer¿s representative to the hospital to turn down the patient¿s pump by 20%. It was noted that the manufacturer¿s representative could not get a reading on the pump. It was reported that the manufacturer¿s representative tried multiple clinician programmer and made sure there were fresh batteries in them. It was noted that ¿they did unplug the telemetry from the patient.¿ it was noted that the manufacturer¿s representative thought it was unlikely the pump was flipped and assessed the pocket site and the pump was not loose. It was reported that the implant was not an issue at all. It was noted that there were sources of electromagnetic interference (emi) present. It was reported that the patient was miserable and they did not want to move the patient. It was noted that the manufacturer¿s representative lowered the dose because they felt the pump was overdosing the patient. It was reported that there was not an urgent scenario and the patient was being managed for other issues by the hospital already at the time of report. It was noted that the manufacturer¿s representative was unsure whether underdose was occurring given the symptom of pain. It was reported that the manufacturer¿s representative was able to get telemetry eventually with great difficulty and was not sure why. It was noted that all the electronics in the room were shut off. It was reported that the patient had very low blood pressure and they did not know why. It was noted that they decreased the patient¿s dose by 20%. It was reported that the pump was used to infuse fentanyl, clonidine and bupivacaine. It was reported the next day that the manufacturer¿s representative did not shield as it was not accessible at the time. It was noted that the manufacturer¿s representative back-up clinician programmer worked, but it took about 7 minutes to connect and 10 minutes to upload new settings.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted:(B)(6) 2012, product type: accessory. Product ID: 8709, lot #: l73608, implanted: (B)(6) 2000, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).